Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. An event log was unable to be extracted due to an anomaly in the dose cord connector. Functional testing was performed and the reported issue was confirmed. The root cause of the event was an anomaly in the dose cord connector, and it was replaced with a known good one. The device passed all functional tests with no problem after repair.

Manufacturer narrative:
B3: unknown. Since the exact event date was unknown, it was updated as first day of the month of awareness. D4. Primary UDI number: di unknown. Device was returned and is pending investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the dose count value did not increase even when the dose button was pressed during patient use at patient¿s home. There was no patient harm or adverse event reported.